Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013, reporting that the patient was hospitalized with a blood glucose of 500 mg/dl with vomiting and ketones. The reporter stated that the patient was still on the pump in the hospital. The reporter indicated that the patient also had an ear infection at the time of the blood glucose and was taking antibiotics. The call was disconnected before troubleshooting could be completed. Animas attempted to follow up with the reporter but was unsuccessful at this time. This report is made based on the allegation that the patient was hospitalized with hyperglycemia and the use of the pump could not be ruled out as a possible contributor to the event.